Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty inserting the guide wire could not be confirmed as a proxy 0.035¿ guide wire was backloaded without resistance. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty inserting the device over the guide wire include, but not limited to, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of both the left and right common femoral artery using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the guide wire from two non-abbott devices were not able to cross from the prostyle tip to the guide wire exit port. A second and third prostyle devices were used; however, for one non-abbott guide wire the same problem occurred for both devices. A different non-abbott guide wire was used and was successfully inserted through the prostyle tip and out through the guide wire exit port for the second and third devices. The second and third prostyle devices were successfully pre-placed on that side. Contralaterally, two additional prostyle devices were attempted; however, resistance was noted when inserting the non-abbott guide wire but ultimately crossed through. The fourth and fifth prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath on both sides and the evar procedure was completed. Hemostasis was achieved with all four pre-placed prostyle sutures on their respective sides. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.